Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05164. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced erosion, infection, urinary problems, bowel problems and bleeding. The patient underwent a hysterectomy in (B)(6) 2008. It was reported that the patient underwent removal of eroding mesh on (B)(6) 2012. No additional information was provided. (B)(4) -urinary problems; bowel problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05164. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced fistula.

Event description:
It was reported that following insertion the patient experienced fistula.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria.

Manufacturer narrative:
(B)(4). It was reported that following procedure patient urinary tract infection.

Event description:
It was reported that following procedure patient urinary tract infection.